Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-86114.

Event description:
Customer reported she was hospitalized. She was unsure of the exact date, sometime in (B)(6) 2010 or 2011. She agreed and thought it was around (B)(6). She was getting sick prior to the hospitalization and the barometric pressure causes her body to react really badly. She did not know exact blood glucose at the time of hospitalization but it was up to 400 mg/dl. She was throwing up prior to hospitalization. The doctor stated she had an infection and did not know her condition. The hospital wouldn't allow her to change out her insulin because it would get hot from being close to her body. She was taken of the device and released until blood glucose was down. She was not in a car accident. Troubleshooting was performed on a new insulin pump that customer was not using at the time of hospitalization. Customer mentioned her current blood glucose was 407 mg/dl and might be high due to medication. Blood glucose lowered to 398 mg/dl after troubleshooting. No further information reported.